Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple temperature alarms while setting up the pump for use that could not be cleared. The customer's blood glucose level was not impacted. The customer indicated they would revert to manual injections for diabetes management.